Event description:
The technician alleged that the brake casters would lock and hold but would rotate in a circle if pushed. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.